Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. The 510k: this report is for an unknown 3.5mm lcp distal tibia t-plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient underwent a revision due to a failed locking compression plate (lcp). The patient was initially operated for an osteosynthesis due to a distal tibia fracture with an lcp plate; it is unknown what type of screws were used during that procedure. Concomitant devices: screws (part/lot unknown, quantity unknown). This report is for an unknown 3.5mm lcp distal tibia t-plate. This is report 1 of 1 for (B)(4).